Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the adverse event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was determined to be contamination by the patient¿s dogs. This is supported by the culture results of staphylococcus sciuri. This pathogen is widely present in several animal species, and although it is rare to cause disease in humans, it has become an emerging species with increasing recognition as an important cause of infection, especially in immunocompromised patients and those requiring the use of catheters. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that the patient was hospitalized due to peritonitis. The patient was found to have a blocked pd catheter (not a fresenius product) for which medication was prescribed. The patient was admitted to the hospital on (B)(6) 2026 and diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to a blocked pd catheter. The patient was administered tpa with noted improvement. During the visit, the patient was noted to have hazy drain but denied abdominal pain and fever. The patient was sent to the emergency room (ER). The patient was admitted to the hospital. The patient was diagnosed with peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy with cefazolin 2g daily for 21 days (route not provided). The culture was positive for staphylococcus sciuri. The patient was discharged on (B)(6) 2026. The patient continues ccpd during recovery. The cause of the peritonitis was determined to be dogs being present in the room during treatment. No further information was provided.